Event description:
Livanova deutschland has received a report that, during procedure, the erc is faulty and spontaneously and intermittently during the bypass it is showing the alarm: ¿arterial clamp defective¿. There is no report of any patient injury.

Manufacturer narrative:
. H11: livanova deutschland manufactures the erc. Based on follow up information, the erc clamp closed on its own accord. The control buttons for the erc disappeared from the cp5 control panel, the user was then unable to release the clamp and no alarm was displayed on the s5 main display or cp5 control panel. The user removed the tubing from the erc clamp manually and then the alarms appeared on the main s5 screen. The reported fault was said to be intermittent, disappearing after the case had finished and reappeared later on showing ¿arterial clamp defective¿ spontaneously and intermittently during the bypass a livanova field service engineer was dispatched the customer and could not replicate any fault. Further inspection of the erc clamp found small amounts of fluid ingress inside the clamp housing. Erc will be sent to manufacturer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11 the affected erc clamp will not be repaired and will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.